Event description:
Additional information later reported the cause of the discrepancy was unknown and no troubleshooting or other actions were performed. It was noted the patient had an MRI done on (B)(6)-2014 and pump interrogation post MRI was performed and the pump was working properly. It was indicated the patient was alert, oriented, vital signs were stable, afebrile and the pump site clean with no signs of infection.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Conclusion code updated as the root cause of the event was undetermined.

Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous overinfusion, undetermined root cause. (B)(4).

Event description:
It was reported there were volume discrepancies on 3 previous refills. On (B)(6) 2013 the expected residual volume was 1 milliliter (ml) and the actual residual volume was 3.1 ml. On (B)(6) 2013 the expected volume was 3.6 ml and the actual volume was 0.5 ml. On (B)(6) 2014 the expected volume was 6.2 ml and the actual volume was 0.2 ml. The patient only started experiencing symptoms the last day or so before the date of the report and went to the hospital. It was thought the patient went to the hospital on (B)(6) 2014. It was thought the patient took 400 milligrams of demoral orally and was on 3 fentanyl patches instead of 1 when he went to the hospital. The patient was programmed to minimum rate and the health care professionals were deciding the next steps. The pump elective replacement indicator (eri) showed 9 months. The pump was being used to deliver fentanyl and clonidine. Later that day it was reported the patient was admitted to the intensive care unit with increased headaches and decreased consciousness. The patient was on oral medication and had been given narcan, but had not been intubated. Two days later it was reported the patient was released from the hospital and the pump was left at minimum rate. The patient was being referred for a replacement. He was asymptomatic at all the refills and did not experience symptoms until the day of admission. The patient had also taken 400 milligrams of oral morphine and had 3 fentanyl patches on at the time of admission. It was reported on (B)(6) 2014 that the pump had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.